Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose levels in the 400 mg/dl range. The customer reported experiencing highs and not knowing why. This morning the customer was 157 mg/d, but currently the blood glucose level was 363 mg/dl. The customer had no symptoms. The customer did treat the high blood glucose level with a one unit bolus from the insulin pump. The current blood glucose level was 363 mg/dl. The customer did not complete troubleshooting due to not having the necessary equipment to complete testing. The insulin pump or infusion set will not be returned for analysis.